Event description:
On (B)(6) 2025, an ilet user experienced a low blood glucose (bg) of 42 mg/dl after overcorrecting for a previous high bg. The user was hospitalized from (B)(6) 2025 for glucose management and was treated with IV fluids and insulin. The user reported having gastroparesis, which complicates low bg corrections. The user reconnected the ilet after discharge.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.